Event description:
It was reported that this lead was an attempted implant. During pre-implant testing, the impedance was greater than 3,000 ohms. The procedure was successfully completed with a new lead and no adverse patient effects were reported. The lead is expected to be returned for analysis.